Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure before the first point of resistance due to the patient's pvd. A second device was deployed and also lost pressure before the first point of resistance. After the sheath was removed, the patient was converted to 10 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device revealed that the balloon was torn. Examination showed a radial tear on the balloon, approximately 4mm from the balloon proximal tip. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and the investigation performed, the probable cause of the tear was due to presence of pvd/calcium in the vicinity of the access site. See MDR 3004939290-2014-00324 for the first device.